Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump kept alarming no delivery. Customer's blood glucose was 149 mg/dl. Troubleshooting was not performed due to customer had all ready done a complete set change. The insulin pump had alarmed six times with the reservoir and infusion set that was taken out. No further information reported.